Event description:
The event is reported as: the alleged complaint reads, the inner heated wire burned through the circuit in the nicu department. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.